Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had a blood glucose of 332mg/dl with vomiting, extreme drowsiness, and lack of energy. During troubleshooting, customer support found that the basal delivery totals in tdd did not match, variation due to known cause: patient had made changes to basal program after a suspend alarm. This complaint is being reported because the issue was not resolved and the patient experienced hyperglycemia.